Event description:
There was one stent implanted during the index procedure. One endeavor sprint rx drug eluting stent was implanted in the proximal right coronary artery. At 30 day, 6 month, 1 year, 2 year and 2.5 year f/u, the pt was asymptomatic/free of symptoms. It is reported that the pt expired approx 33 months post index procedure. It was reported that the pt died suddenly. Death was reported to be due to an acute mi. There was no evidence of stent thrombus. The investigator indicated that it was not assessable if the event was related to the study stent. No autopsy was available. It is reported that the pt was taking aspirin prior to the event.

Manufacturer narrative:
(B)(4). Eval: results: death/myocardial infarction.